Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer was laying in bed when the pump vibrated and the red notification light was flashing. Customer stated the battery changed but the issue was not resolved. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Display did not return even after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.